Event description:
It was reported that during the procedure, a 3.5x6 nc trek rx balloon dilatation catheter (bdc), prepped per instructions for use outside of the patient anatomy, was advanced without resistance to post-dilate a deployed 3.5x9 non-abbott stent, in a moderately calcified, de novo, 90% stenosed lesion, in the heavily tortuous proximal obtuse marginal coronary artery. When inflating the nc trek rx balloon to 24 atmospheres using a non-abbott inflation device, the balloon ruptured; the rupture was described as a pinhole. The nc trek rx bdc was withdrawn from the anatomy without resistance and another nc trek of the same size and diameter was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use indicates: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent overpressurization. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure (rbp). The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.